Event description:
Customer reported cutting a finger while cleaning up broken glass from a vial of 0.8% surigscreen. Customer inadvertently dropped two of the vials of product on the floor. Customer indicates that her right pinky figure had gotten a small laceration through gloves while picking up the broken glass with her hands. Customer reports that she was treated in the employee health department who treated the event as a minor cut accident and not deemed or treated as an exposure event. Ocd's medical director has assessed this as a serious injury.

Manufacturer narrative:
No further investigation performed by ocd. Customer stated that the vials broke due to user dropping them. There was no indication of a malfunction with the vials. (B)(4).